Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. After an innova stent was implanted, a 5.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for post-dilatation. However, during the first inflation at 4 atmospheres for 5 seconds, contrast agent was found to be leaking under fluoroscopy and when checked, it was found out that the balloon ruptured. Subsequently, post-dilatation was performed with a 5.0x40mm non-bsc balloon catheter at a high pressure and the procedure was completed. No patient complications were reported and the patient's status was stable.